Manufacturer narrative:
The customer's report was observed during initial testing; however after disassembling the device to determine root cause, the reported malfunction was no longer seen after removing and reinstalling the monitor board. The monitor board was replaced to reduce the probability of reoccurrence. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.